Event description:
Reporter indicated a vns therapy pt could no longer feel the stimulation. A system diagnostic tested yielded high lead impedance, output status limit. A normal mode diagnostic tested yielded high lead impedance, output status ok. The physician disabled the vns therapy system and referred the pt for surgery. The physician stated he would no longer manage the pt's vns moving forward and the pt would have to return to seeing a psychiatrist. No x-rays were ordered and there was no known trauma or manipulation. Good faith attempts to obtain the most recent diagnostic results have been unsuccessful to date.